Event description:
Rn spiked IV secondary vancomycin prior to ICU transfer. Rn noticed quick dripping from secondary and chamber filling in the primary. Rn got another secondary tubing and respike vanco. Same issue occurred. Patient then transferred down to ICU with the vanco held.